Event description:
The device was returned for service. During service the device had failure code 814:01. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.